Event description:
A caller reported encountering a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset instructions from technical support and was guided through the reset process. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.